Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's aunt was reported via phone call that, the customer had high blood glucose of 405 mg/dl. It looks like he is not getting insulin delivered through the night. He was waking up high that only one u was used all night. The blood glucose was about 400-405 mg/dl. Customer could not do the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.